Manufacturer narrative:
(B)(4), the customer determined the cause of the issue to be the leads ECG lead set. There was no report of pt impact. Philips supplies sent the customer a replacement ECG leads trunk cable to resolve the issue.

Event description:
The customer reported 12-lead ECG signal loss.